Event description:
The pt underwent placement of a permanent medtronic intrathecal baclofen pump. Subsequently, the pump system became infected, requiring hospitalization, antibiotics therapy and surgical removal of the pump. Upon removal, the neurosurgeon and anesthesiologist confirmed a fracture in the tubing at the connection on the pump.